Manufacturer narrative:
The device has not been returned for evaluation; without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. A review of this device lot history record was conducted and no issues were identified that could have contributed to this event.

Event description:
Medtronic received information that during treatment of an aneurysm located in the internal carotid artery (ica) the "coil capture" detached and remained in the patient where the device was implanted. No further information has been provided.

Manufacturer narrative:
Type of follow up - additional information per pipeline flex instruction for use: "if high forces or excessive friction is encountered during delivery, discontinue delivery of the device and identify the cause of the resistance, remove device and micro catheter simultaneously. Advancement of the pipeline¿ flex embolization device against resistance may result in damage or patient injury." Additionally, the IFU also stated "do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis."

Event description:
Medtronic received information that a pipeline tip coil detached at the distal hypotube. The patient was treated for a large saccular aneurysm located in paraclinoid segment of the left internal carotid artery (ica). The patient anatomy was severely tortuous. The pipeline was implanted successfully after 1 resheathing attempt. The physician felt resistance prior to the the push wire tip coil detached from the distal hypotube. The tip coil remains where the pipeline was implanted. Patient is asymptomatic with mrs of 0.